Event description:
Customer stated after puncturing his finger with the microlet lancets the point of the lancet remained in embedded in his finger and he had to dig it out. According to the customer it happened a couple of times. Although his doctor's office was informed, there was no mention that treatment was necessary. The lancets are expected to be returned for evaluation and customer was sent a replacement lancets.

Manufacturer narrative:
Although the complaint was not confirmed for pieces of the lancet needle breaking off, one of five of the lancets returned for evaluation had a small sliver of plastic on the tip of the needle when the protective cap was removed.

Manufacturer narrative:
Product expiration date was not provided, so it was not possible to determine a manufacture date. Lancing devices/lancets are not 510(k) cleared.